Event description:
Arrive2 clinical registry, 101 days following a coronary artery drug eluting treatment procedure, the pt expired. The pt was admitted 11/oct/2005 for cardiac catheterization to evaluate abnormal results of a persantine thallium scan (29/sep/2005) which demonstrated left ventricular dilatation and reversible anteroapical hypo perfusion consistent with significant multi-vessel and/or proximal lad stenosis. Per source documents, the pt's risk factors for removal of a large abdominal mass were also being evaluated. Coronary angiography on 11/oct/2005 revealed 99% stenosis of the proximal and distal rca. The lmca, lad, and lcx were angiographically normal; the right common iliac artery was also noted to be occluded below the bifurcation. The pt was enrolled in the arrive2 program on 11/oct/2005. Target lesion 1 was located in the distal rca (cass site 3) with 80% stenosis and was 8 mm long with a reference vessel diameter of 3.0mm. Target lesion 1 was treated with pre-dilatation and placement of a 3.0 x 12mm taxus express2 stent, with 0% residual stenosis following post-dilatation. Target lesion 2 was located in the proximal rca (cass site 1) with 90% stenosis and was 8mm long with a reference vessel diameter of 3.5mm. Target lesion 2 was treated with pre-dilatation and placement of a 3.5 x 12mm taxus stent, with 0% residual stenosis. The pt was discharged 12/oct/2005 on aspirin and plavix therapy. During the 6-month follow-up period of the study, the pt expired. Per telephone contact with the pt's husband on 16/mar/2006, she died at home "in her sleep." No further info is available regarding this event. An autopsy was not performed; cause of death is "unk."